Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that they were not getting all of the oxygen that their body required to function optimally. It was reported that the patient was currently working with a healthcare provider to adjust their medication dosage. It was reported that the patient's first fall occured on (B)(6) 2023, then on (B)(6) 2023, again on (B)(6) 2023 and that they went to the emergency room on (B)(6) 2023 and could not walk. It was noted that the patient's weigth during the time of the falls had increased from 154 lbs to 199lbs. They patient had experienced edema which made it difficult to sit, stand, walk, etc.. During their hospital stay they were diagnosed with a few medical diagnoses.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient called stating that their doctor had quit practicing and moved out of state. The patient requested and was sent physician listings. During the call, the patient stated they came across something about the pump being under recall. The agent then reviewed information with the patient. The patient stated that they were concerned because they had noticed some symptoms like falling which they had not done since the pump was implanted. They had broken ribs and experienced bruising. The patient mentioned they were in more pain and the medication was increased in january or february. The patient later went on to say how much they loved the therapy, and they were able to be more mobile thanks to the pump therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.